Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 2 months post implant of this 27mm bioprosthetic mitral valve, it was explanted and replaced with 31mm valve of the same model. It was reported that the valve was replaced due to structural valve deterioration, specifically a torn leaflet which was detaching from one of the posts. No additional adverse patient effects were reported.